Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as (B)(4). The regional service center (rsc) service log review revealed a delivery failure alarm due to apparent ipl failure. The 50018 main board was replaced as precaution due to the service log findings. A full functional test was performed and the device operated according to specifications, so it was returned to the device service pool. The root cause for this report was delivery failure; apparent ipl failure due to main board failure. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2016-00070).

Event description:
On (B)(6) 2017, a mallinckrodt internal employee discovered a delivery failure alarm due to apparent ipl failure during routine service log review for inomax dsir (B)(4). This match was found during routine review of preventative maintenance service logs. This is being reported as it is considered a reportable malfunction.